Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Assembly found electrically out of specification. A component was found burnt.

Event description:
The patient reported the carelink monitor was struck by lightning. The patient also reported the phone company was out to check everything and said the monitor was definitely "dead." The monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.